Event description:
Customer reported that device is rebooting in charge mode during opcheck. Also, that the unit had been dropped and is no longer completing the operational check. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.